Event description:
It was reported that the stretcher had a side rail that could not latch in the raised position due to a broken weld.

Manufacturer narrative:
Mfrs investigation is still ongoing; if additional info is received, a f/u report may be submitted.